Event description:
It was reported that the trufill dcs syringe ii broke/stripped at the luer lock connection site after successfully deploying the sixth coil. No further coils were placed; therefore, a new syringe was not needed. With analysis of the returned syringe, a broken off hub of an unknown trufill dcs orbit coil delivery system was found connected to the syringe luer lock connection site. Based on the analysis, an unknown orbit has been added to the complaint file. Despite multiple investigative attempts, further procedural information has not been obtained.

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted with 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2008-00102.